Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with her daughter's insulin pump. The mother states her daughters blood glucose levels have been running high. The customer states receiving a battery failed alarm, and her daughter's blood glucose levels being 468mg/dl. The mother was not able to provide serial number for device because she was not home. The mother states she would call back to troubleshoot. Nothing is being returned at this time.